Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. It was noted that the alp was mapped and fixated several times, however, it kept displaying sensing issues in the form of p-wave amplitude variation. Upon discovering an acceptable location, the alp was fixated, however, the patient developed hypotension. Echocardiography (echo) confirmed pooling of blood in the cardiac chamber indicating pericardial effusion. In addition to this, echo also revealed cardiac tamponade. A pericardiocentesis was performed and the patient was stabilized. The alp was left implanted and there were no further adverse effects to the patient. The following day, the patient was noted to be stable.